Manufacturer narrative:
The customer checked the sample probe of both modules and found nothing out of speculation. The investigation is ongoing.

Event description:
There was a complaint of questionable ferritin elecsys e2g results for 2 patients tested with two cobas e801 modules serial numbers (B)(4). The questionable results were not reported outside the laboratory. Patient 1¿s initial result on the a3 was 3.35 ng/ml; the repeat was 90.8 ng/ml. Patient 2¿s initial result on the a2 was 5.77 ng/ml; the repeat on a3 was 194 ng/ml. The ferritin elecsys e2g used was lot 571811 and the expiration date was requested, but not provided.

Manufacturer narrative:
The investigation found that no general reagent issue can be observed from the calibration and qc data provided. An investigation of the alarm trace data found "sample foam detection" happened 4 times on both modules. The field service engineer (fse) confirmed that the customer has pre-analytical issues. The customer informed the fse that they receive the samples from another site and these samples travel by car in a horizontal position. The fse ran an instrument check on both analyzers and they met acceptance criteria. The investigation determined the issue was consistent with preanalytical issues. The investigation did not identify a product problem.